Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7072228.

Event description:
It was reported that the patients avista lead was no longer covering all pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted percutaneous lead will not be returned.